Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to sensing of electromagnetic interference from their implantable cardioverter defibrillator (ICD). Device remains in use. No further patient complications have been reported as a result of this event.